Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a reverse shoulder arthroplasty procedure the surgeon was attempting to implant the second inferior screw into the respective 24mm modular baseplate (ar-9560-24 / lot: 6089) under power. Once the locking screw (ar-9563-36 / lot: 2018005455) seated fully, the tip of the ar-9625 hex driver snapped off into the screw head. The rep reported prior to the incident occurring, the surgeon was advised to complete screw tightening/implantation the last one fourth of the screw length under manual insertion. After the tip of the driver broke off, the surgeon made an attempt to remove the broken tip (causing a minor delay of less than two minutes in surgery). The surgeon stated to the rep that the broken piece was cold welded on and the broken tip was not retrieved. The mgs glenosphere was then normally implanted over the baseplate. The surgeon concluded the broken driver tip is locked and confined within the implant. Glenosphere security was found normal and the remaining case was finished in standard fashion. There was not an unplanned incision made, and a second surgery is not necessary. The remaining portion of the ar-9625 will be returning for evaluation.

Manufacturer narrative:
Complaint confirmed, the drive feature tip was found to have twisted and broken off from the device. A likely cause of the event is improper surgical technique, as the device is recommended to be used with a ratcheting handle.